Event description:
It was reported that upon interrogation, the physician observed an abnormal decrease in the remaining longevity of this subcutaneous implantable defibrillator (s-ICD) and suspected that the battery was depleting prematurely. This device was subsequently explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that upon interrogation, the physician observed an abnormal decrease in the remaining longevity of this subcutaneous implantable defibrillator (s-ICD) and suspected that the battery was depleting prematurely. This device was subsequently explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report is being sent to provide new information in sections b5 (event description), h3 (device evaluated by manufacturer), h6 (evaluation result codes and evaluation conclusion code), h7 (remedial action type), h9 (correction/removal reporting #), and h11 (additional manufacturer narrative).